Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold measurements had been rising over the course of the past year. The lead was capped and replaced. No patient complications have been reported as a result of this event.